Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user who participated in the ilet experience study experienced hypoglycemia while using the ilet bionic pancreas, with no associated alerts or alarms noted and the cause unclear. Customer care provided support that included a review of available records and an attempt to obtain additional information from the user. Investigation of this case revealed insufficient information to identify a device malfunction or user-related factor. No clinical symptoms associated with hypoglycemia reported. Outcomes included no hospitalization or medical intervention reported. It was concluded that the event cause remained indeterminate with no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.